Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had post-op symptoms that have been occurring more than 3 months after a toric lens model zct150 was implanted. The cylinder in the eye was not corrected. Further information indicated that the lens was explanted in a secondary procedure, the date of explant was not provided. The lens was replaced with a model zcb series lens and the patient was reported as happy. No further information was provided.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site therefore the product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation the complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.